Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital experiencing pain. The implantable cardiac monitor was explanted. The patient was in stable condition throughout the procedure.